Manufacturer narrative:
1177805: no sample was provided for analysis. Without a picture or a sample the failure mode could not be confirmed. The most likely root cause is incorrect use of the device. Excessive force was used due to the condition of the patient. Since a root cause could not be confirmed for the identified defect, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences.

Event description:
Medwatch 2100090000-2019-8012 when the acquisition cradle was being advanced and rotated, that's when the clinician encountered resistance and more force was needed than usual to advance the cradle. This patient was noted as having hard fibrotic marrows from myelofibrosis. As the clinician applied force, the inner metal tube inside the acquisition cradle popped out. When the inner metal tube of the marrow acquisition cradle popped out and hit the clinician's thumb, it did not puncture her glove, although her thumb bled. The clinician user for the device is very familiar with use of the biopsy needle and had this occur once before with patient who also had myelofibrosis. In that instance, while performing the biopsy, she encountered resistance requiring for from the patient's fibrotic marrow and the same thing happened (the marrow acquisition cradle popped out and hit her thumb). What was the original intended procedure? Biopsy of the patient's bone marrow. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) the patient is a 59 year old male that weighs 88 kg. The customer reported on 20sept2019, the employee who sustained the minor thumb injury (small puncture with bleeding) went to our occupational health clinic afterwards. The biopsy needle was disposed of so there is no sample available for return.

Manufacturer narrative:
(B)(6): (B)(4). If further information becomes available a follow up medwatch will be submitted. No device will be received for evaluation.

Event description:
Medwatch (B)(4). When the acquisition cradle was being advanced and rotated, that's when the clinician encountered resistance and more force was needed than usual to advance the cradle. This patient was noted as having hard fibrotic marrows from myelofibrosis. As the clinician applied force, the inner metal tube inside the acquisition cradle popped out. When the inner metal tube of the marrow acquisition cradle popped out and hit the clinician's thumb, it did not puncture her glove, although her thumb bled. The clinician user for the device is very familiar with use of the biopsy needle and had this occur once before with patient who also had myelofibrosis. In that instance, while performing the biopsy, she encountered resistance requiring for from the patient's fibrotic marrow and the same thing happened (the marrow acquisition cradle popped out and hit her thumb). What was the original intended procedure? Biopsy of the patient's bone marrow. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) the patient is a (B)(6) year old male that weighs (B)(6) kg. The customer reported on (B)(6) 2019, the employee who sustained the minor thumb injury (small puncture with bleeding) went to our occupational health clinic afterwards. The biopsy needle was disposed of so there is no sample available for return.